Event description:
Flxibility study. It was reported that pulmonary edema and worsening of mitral insufficiency occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was implanted with a complete seal. Prior to the index procedure, 100 mg of aspirin was administered. The same day, the patient was diagnosed with pulmonary edema and worsening of mitral insufficiency after the watchman procedure. Non surgical intervention and medication adjustment were done in response to the pulmonary edema. The patient was hospitalized but no corrective action was needed in response to the worsening of mitral insufficiency . The patient has since been discharged on aspirin and clopidogrel. It was further reported that the site confirmed the mitral insufficiency was unchanged after the watchman procedure and the pulmonary edema is not related to the procedure. This event has been withdrawn.

Event description:
Flexibility study: it was reported that pulmonary edema and worsening of mitral insufficiency occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was implanted with a complete seal. Prior to the index procedure, 100 mg of aspirin was administered. The same day, the patient was diagnosed with pulmonary edema and worsening of mitral insufficiency after the watchman procedure. Non surgical intervention and medication adjustment were done in response to the pulmonary edema. The patient was hospitalized but no corrective action was needed in response to the worsening of mitral insufficiency . The patient has since been discharged on aspirin and clopidogrel. It was further reported that the site confirmed the mitral insufficiency was unchanged after the watchman procedure.

Manufacturer narrative:
H6: patient code corrected from no consequences or impact to patient - 2199 to pulmonary edema - 2020.

Event description:
(B)(6) study. It was reported that pulmonary edema and worsening of mitral insufficiency occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was implanted with a complete seal. Prior to the index procedure, 100 mg of aspirin was administered. The same day, the patient was diagnosed with pulmonary edema and worsening of mitral insufficiency after the watchman procedure. Non surgical intervention and medication adjustment were done in response to the pulmonary edema. The patient was hospitalized but no corrective action was needed in response to the worsening of mitral insufficiency. The patient has since been discharged on aspirin and clopidogrel.